Event description:
Customer reported reboot issues during procedures. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand controller. System operates as intended. This MDR is related to ge healthcare complaint.